Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, the customer reported that the wake button on the pump was stuck and that the left side of the button had physically caved into the pump. The customer was able to activate the screen by plugging the pump into a power source and could access the pump features. The customer's blood glucose level was 79 mg/dl. Reportedly, the customer would use insulin pens as alternate insulin therapy.

Manufacturer narrative:
(B)(4).